Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were very burnt. The hot jaw silicone was cracking. The heating elements were lifted up somewhat. There was some evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "device remains activated" was confirmed as an electrical malfunction. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa used the vasoview hemopro cutting tool and experienced an identical scenario as in cs5105. He noticed the device would not deactivate and it continued to pass energy even though he was not activating the toggle switch. This time upon notification of the jaws inadvertently passing energy, he retracted the device into the harvesting cannula and removed the entire device. Once outside the body, he exposed the jaw tips outside the cannula and noticed they were glowing hot. He subsequently moved the activation toggle back and then forward at which point, the unit discontinued passing energy. A new device was used and the case continued without interruption. The hosp did not report any pt effects. The product was returned.